Manufacturer narrative:
The full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The analyst indicated blood ingression in the distal end of the lead caused resistance when backloading the guidewire. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire backloaded into the left ventricular (lv) lead via the electrode tip and it was difficult to load and let the guidewire glide into the lumen of the lead. After the lead was placed in the target vein, it was not possible to pull back the guidewire. The guidewire and lv lead were then removed from the patient and it was possible to push the guidewire further out of the lead via the tip, while also pulling on the floppy part of the wire. Damage to the inner lumen of the lead was suspected due to manipulation during backloading of the guidewire into the tip of the electrode. It was also suspected the valve could have been damaged. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.